Event description:
The customer contact reported that the tubing set disconnected when removed from the package. During verification testing it was found that the male adapter of the option l-ok was separated from the distal end of the tubing. One used sample was received in the pleasant prairie lab for analysis and investigation. Visual inspection of the sample revealed that male adapter of the option-lok was separated from the distal end of the tubing. The sample was examined under ultra violet light and was found a very small amount of solvent sealer on the distal end of the tubing and no solvent inside the male adapter of the option-lok. The most probable cause for this event was identified as process step not followed during the assembly of the product.